Event description:
Approximately 2 hours after treatment initiation pt complained of severe back and abdominal pain and nausea with dry heaves. B/p 204/106 previous b/p 120/70. Kink noted in arterial line at blood pump segment. Treatment was discontinued. Capillary tubes spun with pink serum noted. M.d. Notified-pt transported to ER. Admission labs.